Event description:
Reportedly, during pt use, a "switched to backup battery" alarm occurred when the unit was connected to ac power supply. The pt was manually ventilated and then transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt information was not provided.